Event description:
First attempt to deploy bravo device in patient's esophagus, device did not deploy from introducer. Procedure steps reviewed with dr and team. Second capsule prepared and device did not deploy properly, per MFR's instruction, handle broken to release capsule. Capsule found loose in stomach and retrieved. Unable to complete exam. Both devices same numbers, same lot. Ref MFR #9710107-2013-00068.